Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. While the surgeon was suturing, internally, the needle slipped off of the handle. Same issue happened with another needle during the procedure. The needle fell into the cavity of the patient but was retrieved with a grasper. Another handle and reload were opened to complete the procedure. There was no patient harm. The patient has now been released from the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. There was evidence of pre-toggling in the form of plastic shavings on the toggle switch as well as evidence of pre-toggling on the needles that accompanied the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the reported condition may occur when pressure is applied on the toggle lever of the endo stitch prior to closing the handles and prematurely attempting to toggle, this results in the damage on the distal ends of the needle. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic sleeve gastrectomy procedure. While the surgeon was suturing, internally, the needle slipped off of the handle. Same issue happened with another needle during the procedure. The needle fell into the cavity of the patient but was retrieved with a grasper. Another handle and reload were opened to complete the procedure. There was no patient harm. The patient has now been released from the hospital.